Event description:
On (B)(6) 2023, the conformis rep reported that revision surgery was warranted as the patient had an infection. The planned revision surgery plans to ' doing a washout and liner exchange'. The original surgery date was (B)(6) 2023. The planned revision surgery dated was (B)(6) 2023.

Manufacturer narrative:
On (B)(6) 2023, the conformis rep reported that revision surgery was warranted as the patient had an infection. The planned revision surgery plans to ' doing a washout and liner exchange'. The original surgery date was (B)(6) 2023. The planned revision surgery dated was (B)(6) 2023. The serial number was entered into the ncmr database and no returns were received. This indicates the device was designed and manufactured to specifications. Eo done on 05-may-2023 and there were no issues. Cannot definitively determine if the device caused or contributed to the failure mode.